Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9 h3, h6: a product investigation was conducted. Visual inspection: the zero-p va cage convex h7 peek (product code: 04.647.137 & lot no: 42p4747) was received at us cq in disassembled condition. The peek component was detached from the device. No other damages were observed on the received device. Functional test: the overall functional steps cannot be tested as just the implant was received. The detached peek component was able to be attached with the plate component as intended per relevant drawing. The detachment of peek component is difficult after complete assembly. No damages or assembly issues were observed upon the assembly of the entire device. Dimensional inspection: the dimensional inspection cannot be performed due to the device design and moreover received detached component was able to be attached with the remaining complaint device as intended. Document/specification review: the relevant drawing reflecting the current and manufactured revision was reviewed: investigation conclusion: the overall complaint was confirmed as the peek component was detached from the plate component when received at us cq. The peek and plate components shall be in assembled condition per the drawings reviewed. No definitive root cause could be determined based on the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: product code: 04.647.137s lot number: 42p4747 manufacturing site: mezzovico release to warehouse date: 27 feb 2020 expiry date: 01. Feb. 2030 a manufacturing record evaluation was performed for the final device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an anterior cervical arthrodesis on (B)(6) 2020, the peek part of the zero-p va came off when being inserted. The surgeon removed the product and placed a new one, for safety. The procedure was completed successfully with a fifteen (15) minute delay. There was no patient consequence. This report is for a zero-p va implant. This is report 1 of 1 for (B)(4).